Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 769 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included spinal cord injury (sci). It was reported pump trouble occurred. The event date was reported to be (B)(6) 2019. The old pump was replaced due to end of service (eos) and the old catheter was still in service. Shortly after implant, the patient started to suffer from undertreatment symptoms. A change of drug was performed to secure that there was nothing wrong with the drug. New programming and a restart of the pump was performed. There were no alarms and no trouble in the logs. When the pump was refilled after 4 days, the logs said that there was supposed to be 32.5 ml left in the pump, but there was 37.5 ml left. The pump and catheter were changed on (B)(6) 2019. The pump would be returned. The issue was resolved. The patient status was alive - no injury. There were no known contributing factors. Further complications were not reported or anticipated. Additional information indicated the pump and catheter were sent for return.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# unknown, explanted: (B)(6) 2019, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter identified coring/tears/cuts in the seal of the sutureless connector that met leak criteria. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated no rotor study was performed and no difficulty, issues, or any kind of problem was observed during the replacement.